Event description:
In 2009, the patient and his spouse reported that the adhesive did not stick well to his skin, causing high blood glucose and hospitalization. They stated this has occurred 2-3 times within the past 3 weeks. Patient and spouse stated when they noticed the infusion set had come off his infusion site a week prior to report; his blood glucose was 600 mg/dl. They reported he was hospitalized 4.5 days, and then released. Product was replaced and requested return of the suspect product for evaluation.